Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qhuj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they noticed their symptoms returned and realized they did not feel stimulation on (B)(6) 2015. The patient did not feel stimulation and therapy was on. The situation was not resolved. The patient increased amplitude and now felt stimulation and in the correct area. Troubleshooting resolved the reported issue. It was the patient's first time using the programmer with antenna and they were assisted and were able to successfully connect with and without the antenna during the call. The programmer was functioning as designed. The patient increased from 1.0v to 1.1v during the call. Additionally, the patient reported via the company representative that their issues were resolved. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor and the event occurred during use.